Event description:
The customer contacted baxter's technical service center to report over temp fluid delivered on the homechoice (hc) during use. The technical service representative (tsr) initiated a swap after the home patient (hp) reported the hc is getting the bags too hot, but is not setting off a temperature stabilizing alarm. The hp requested a swap and stated the bag and heater tray were very hot before therapy. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed hc return instrument test/evaluation (rite) electrical test and rite functional test. The reported issue of hc was getting to hot was not confirmed in the event history and sample evaluation. The assignable cause for the reported issue of hc was getting bags to hot was undetermined. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified.